Manufacturer narrative:
Visual inspection revealed that the shaft is bent and kinked at approximately 1.6cm, 7.3cm and 8.0cm from the tip. No tool marks are present. An electrical test was performed on all electrodes with multimeter and no electrical issues were found with this device. The reported failure was confirmed.

Event description:
It was reported that catheter fracture occurred. A viking electrode catheter was selected for a electrophysiology procedure. However before the catheter was used it was noticed that the catheter was fractured. No patient complications were reported.

Event description:
It was reported that catheter fracture occurred. A viking electrode catheter was selected for a electrophysiology procedure. However before the catheter was used it was noticed that the catheter was fractured. No patient complications were reported.